Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4) alleging the subject meter would revert to the setting mode when a test strip was inserted. This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.